Event description:
It was reported that at the beginning of a vt ablation procedure, while obtaining epicardial access, the right ventricle was perforated with the access needle. A pericardial drain was placed at that point to drain the pericardial effusion and the procedure was continued. They mapped the epicardium and right ventricle endocardium. Then they began ablating in the right ventricle and noticed a significant blood pressure drop and that the right ventricle had collapsed. The ablation procedure was aborted at this point and the following interventional measures were taken. Vasopressor medication was started, a blood transfusion was given, an intra-aortic balloon pump was placed, and they continued to drain fluid from the pericardium via the previously placed pericardial drain. The patient was already intubated for the procedure. No surgery was required at that point and the patient's pressure has stabilized. The patient was transferred to critical care with iabp. On (B)(6) 2011 the patient had right heart catheter and had swan ganz placed. Iab was still in place and the patient was still intubated. As patient's condition initially stabilized, iab and vasopressors were being weaned on (B)(6) 2011. (B)(6) 2011, patient's condition worsened and iab and vasopressors were again increased. Patient remained hemodynamically unstable through the night and on (B)(6), the patient coded and expired. It was stated that this patient was already on a heart transplant list, this procedure was being performed as a bridge in the interim. Patient's baseline (before the procedure) health status was that he had history of nidcm with ef of approximately 10%. Pt had ICD. Was on transplant list but was brought to (B)(4) lab for ablation due to vt storm. The physician stated that he did not believe any bwi products were responsible for this event. The physician's opinion regarding the causality of adverse event was procedure related.

Manufacturer narrative:
Manufacturer's ref no: (B)(4). It was reported that at the beginning of a vt ablation procedure, while obtaining epicardial access, the right ventricle was perforated with the access needle. The physician stated that he did not believe any bwi products were responsible for this injury. The returned catheter was tested and passed deflection specifications. It was also tested and passed electrical, leakage, temperature and stockert generator tests. Catheter passed flow patency test. All ports flushed properly. Passed coolflow pump test, flushing 31ml per min. The device history record was reviewed, it was verified that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); nogastar catheter, model #: 120708s, lot #.: 15377365m. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4),